Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's lead exhibited high thresholds. The lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.